Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report numbers: 2916596-2021-00317, 2916596-2021-00318 it was reported that the vad coordinator (vc) called in regards to support with a controller exchange. It was reported the white lead patient cable was visibly damaged with concern for this worsening once discharged home. When the vc attempted to perform the controller exchange she was unable to compress the red release button to pull the driveline out of the controller. When advised to press the button and attempt to pull the driveline she was able to successfully release the driveline from controller. It was also reported that the driveline connection had "green sludge-like corrosive material around the driveline connection and inside the controller connection." The patient was connected to a brand new off the shelf controller which then was registered a controller fault, only one light visible on green circle, and no data connection with patient monitor. The vc then made the decision to switch to another new controller which was done successfully without complication. The controller was working appropriately with no issues noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported difficulty disconnecting the driveline, as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determine through this evaluation. The account communicated that the vad coordinator (vc) attempted to perform a controller exchange and was unable to compress the red release button to pull the driveline out of the controller. When advised to press the button and attempt to pull the driveline the vc was able to successfully release the driveline from controller. The account also reported that the driveline connection had green sludge-like corrosive material around the driveline connection and inside the controller connection. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 22oct2012. The heartmate ii lvas patient handbook and the heartmate ii lvas instructions for use (IFU) caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Driveline care instructions are included in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.